Event description:
The customer reported that during an rf ablation procedure, temperature unstable conditions were encountered. However, the procedure was completed. No pt injury occurred. Initial eval of the incident sample found the insulation damaged and the needle bare.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.